Event description:
It was confirmed by the technical heart failure specialist team that the patient cardiomems waveforms were dampened. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
A computed tomography angiography was performed to investigate the cause of the dampening. Per the physician, there is no evidence of pe or other clear abnormality contributing to the dampened waveform on their cardiomems. The physician has elected to stop monitoring the device and does not plan to reposition/recalibrate device.